Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-542a-1371: the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end exhibits abrasions, partially erased red octagonal sign and blue arrow indicator, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 85,580 joules and 11:59 minutes of use, the "metal cap came off." The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber. There was no injury to patient reported.